Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received in good visual condition. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, no broken or missing components were found; no anomalies were noted. No conclusion could be reached as to what may have caused the reported incident.

Event description:
It was reported that during an unknown procedure, after they inserted the trocar a small black rubber ring was seen inside the patient. The piece was retrieved without any interruption of the procedure. The trocar was used to complete the case with no patient consequence.